Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), a hematoma was noted in the right groin and an aneurysmal spurium was identified. Medication was administered. Eight days following valve implant, a revision was performed to mend arteries due to the aneurysmal spurium. It was noted that no stent was placed, and the patient recovered. No additional adverse patient effects were reported.